Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The tamper seal was missing. A review of the event history log evidenced the following: battery depleted alarm. Battery testing was performed. The investigator was unable to duplicate the customer reported problem. The battery was drained to less than 10% capacity and the pump did not produce the battery depleted alarm. The problem source of the reported product problem was unknown. A root cause was not established. The battery and interconnect board were replaced as a preventive measure.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during use of this smiths medical medfusion 4000 pump, the pump experienced battery depletion. It was reported that pump was infusing milrinone on dc power and the nurse did not get a low battery alarm; however, pump went straight to depleted battery at 10% and the battery was charged at 90%. Reported that infusion was continuous with 30ml syringe with approx. 22ml in it at time of pump failure. No reported adverse effects or patient injury.